Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device no longer inflating and cycling as intended. Upon explant, the physician found the cylinder had come apart resulting in fluid loss. The ipp was replaced, and there were no patient complications reported.